Event description:
Pt transported to hosp via ambulance. At hosp attempt to remove PICC line resulted in it breaking. Air lift to hosp where x-ray reported 7-8" of line in pt's arm and ultrasound used to locate then removal via cutdown. Reported to co. By pt's mother.